Manufacturer narrative:
Physio-control evaluated the returned device and verified that the device was intermittently unable to charge. The issue was duplicated using the quik-combo therapy cable. However, physio further evaluated the cable and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that their device failed to shock the patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio contacted the customer to request additional information and the customer was not able to provide further information.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to shock the patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio contacted the customer to request additional information and the customer was not able to provide further information.